Event description:
It was reported that following an unrelated surgical procedure wherein the device was placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ after ablation was confirmed. Analysis of the returned ipg found that the last daily battery timestamp occurred on (B)(6) 2025, and device was put in surgery mode on (B)(6) 2025; both are consistent with the ablation procedure patient reported having. After the explant procedure, as received, the returned ipg was in surgery mode, was running therapy app software, and communicated with all lab utilities.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.